Event description:
It was reported that when the breathing circuit came off of the ventilator, the alarm did not activate. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.